Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bariatric. According to the reporter: the doctor was using dissector to pull the white trocar tip from eea anvil after passing through stomach. One of the jaws from the dissector broke off inside pt. This extended operating room time approximately 30. They brought in an x-ray to see if they could locate jaws. They were not successful in retrieval of the jaw. The doctor abandoned the search and completed procedure and left jaw in the pt.